Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('essure coil extends into the myometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human chorionic gonadotropin negative, adenomyosis and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, vulvovaginal pain, urinary tract infection, depression and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: pelvic pain, dysmenorrhea, vaginal discharge, anxiety, depression, and weight gain started in (B)(6) 2015, after the essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: insertion procedure: cavity visualization was good. After positively identifying the tubal ostia an noting any abnormal findings, the coil was inserted into 1 tube with some resistance, once deployed the gold band was not seen. The coil was pulled back out, the green plastic covering was seen to have been left behinds, using the alligator forceps it was grasped and pulled out. Next another essure device was opened and this time was placed in successfully with 4 coils visible. Next an essure coil was then successfully placed in the right tube with 5 coils visible after placement. The patient tolerated the procedure well. Pathology test - on (B)(6) 2018: final surgical pathology report - final diagnosis: uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): cervix-no pathologic abnormality. Endometrium- benign proliferative. Myometrium - adenomyosis. Right fallopian tube - unremarkable with no inflammation; metal coil (essure) within the tubal lumen. Left fallopian tube: unremarkable with no inflammation; metal coil (essure) within the tubal lumen; few small paratubal cysts. Gross description: identified within the lumen is a coil wire consistent with essure system. The wire extends into the endometrial cavity. The left fallopian tube measures 7.2 cm in length and ranges from 0.5 to 0.7 cm. The serosal surface is purple-tan, smooth and glistening the fallopian tube is inked blue. The fallopian tube is serially sectioned to reveal a coiled wire within the lumen consistent with an essure coil. The essure coil extends into the myometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: human chorionic gonadotropin negative, adenomyosis and paratubal cyst. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems, condition: anxiety"), depression ("psychological or psychiatric problems, condition: depression"). And vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation ("dr. Could not identify essure/did not see any evidence of an essure device grossly"), vulvovaginal pain ("vaginal pain") and urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, vulvovaginal pain, urinary tract infection, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure device was opened. And this time was placed in successfully with 4 coils visible. Next an essure coil was then successfully placed in the right tube with 5 coils visible after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, result: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021, mr received: event: device dislocation (dr. Could not identify essure/did not see any evidence of an essure device grossly) added, reporter, medical history and rcc added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vulvovaginal pain, urinary tract infection, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received: new reporter information was added. Case become incident injury nos replaced with new event uti, anxiety, depression, pelvic pain, dysmenorrhea (cramping), vaginal discharge, weight gain, vaginal pain. Severity added for pelvic pain, vaginal pain. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('essure coil extends into the myometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human chorionic gonadotropin negative, adenomyosis and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, vulvovaginal pain, urinary tract infection, depression and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: pelvic pain, dysmenorrhea, vaginal discharge, anxiety, depression, and weight gain started in (B)(6) 2015, after the essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: insertion procedure: cavity visualization was good. After positively identifying the tubal ostia an noting any abnormal findings, the coil was inserted into 1 tube with some resistance, once deployed the gold band was not seen. The coil was pulled back out, the green plastic covering was seen to have been left behinds, using the alligator forceps it was grasped and pulled out. Next another essure device was opened and this time was placed in successfully with 4 coils visible. Next an essure coil was then successfully placed in the right tube with 5 coils visible after placement. The patient tolerated the procedure well. Pathology test - on (B)(6) 2018: final surgical pathology report - final diagnosis: uterus with cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): cervix-no pathologic abnormality. Endometrium- benign proliferative. Myometrium - adenomyosis. Right fallopian tube - unremarkable with no inflammation; metal coil (essure) within the tubal lumen. Left fallopian tube: unremarkable with no inflammation; metal coil (essure) within the tubal lumen; few small paratubal cysts. Gross description: identified within the lumen is a coil wire consistent with essure system. The wire extends into the endometrial cavity. The left fallopian tube measures 7.2 cm in length and ranges from 0.5 to 0.7 cm. The serosal surface is purple-tan, smooth and glistening the fallopian tube is inked blue. The fallopian tube is serially sectioned to reveal a coiled wire within the lumen consistent with an essure coil. The essure coil extends into the myometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). Event device dislocation was updated to essure in myometrium as per pathology report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.